Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head. Unknown liner. Unknown cup. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-01504. X-ray was provided and the review identified the acetabular cup is vertically oriented, predisposing the patient to dislocation. There is a fracture of the femoral component of the left tha at the junction of the head and neck. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
It was reported that the patient was revised due to pain and dislocation approximately 17 years post implantation. Further review of the provided x-ray identified a femoral component fracture at the junction of the head and neck. Attempts have been made and additional information on the reported event is unavailable.